Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt does not communicate) has been confirmed. Upon investigation trunk cable was not fully seated in the j502 component causing the communication failure. The root cause for the damaged component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.